Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon burst. A 7.0 mm x 100 mm, 135 cm ranger drug-coated balloon catheter was selected for use. During the procedure, the balloon burst before it was inflated to the nominal burst pressure. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition following the procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that the balloon burst. A 7.0 mm x 100 mm, 135 cm ranger drug-coated balloon catheter was selected for use. During the procedure, the balloon burst before it was inflated to the nominal burst pressure. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition following the procedure. It was further reported that the 85% stenosed target lesion was moderately calcified and located in the mildly tortuous common femoral artery. The balloon ruptured at 3 bar during the first inflation.